Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the doctor fired the device and the clip did not properly form. When he tried to remove the instrument from the trocar, the jaws were jammed. There was no patient consequence.